Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, patient underwent for a surgery. During the surgery, when the blade had attached on impactor for pfna blade, able to unlock the screw and after mallet the screw into patient and wanted to lock this blade, it stuck inside the bone and cannot lock, but impactor for pfna blade is loosen and come out. Then removes the blade using extraction screw for pfna blade, reinserts the same blade again. No fragments were generated. The procedure was completed successfully without surgical delay. There was no patient consequence. Concomitant medical products: unknown screw (part# unknown; lot# unknown; quantity: 1), unknown extraction screw (part# unknown; lot# unknown; quantity: 1) . This complaint involves two (2) devices. This report is for (1) pfna-ii blade l115 tan this report is 1 of 2 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the pfna-ii blade l115 tan (p/n: 04.027.058s, lot #: 3l29878) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and there were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned devices. Functional test: the overall functional test cannot be performed as the device was returned by itself. However, the blade received was stuck and the end cap could not be unlocked from the sleeve component. The complaint can not be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed due to post manufacture damage and received condition of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint is confirmed. The device received was broken and jammed. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the pfna-ii blade l115 tan (p/n: 04.027.058s, lot #: 3l29878) as the returned device was broken and stuck. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for broken condition could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code 04.027.058s, lot number 3l29878, manufacturing site: bettlach, release to warehouse date: jan. 31, 2019, expiry date: jan 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.